Event description:
The recipient is reportedly experiencing an infection on his scalp near the magnet. The recipient's device was explanted. The recipient was not reimplanted at this time.

Manufacturer narrative:
The recipient was reportedly re-implanted with another advanced bionics cochlear implant. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage and sliced silicone overmold on the top and bottom covers, the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.